Event description:
It was reported that during ventricular lead revision, upon interrogation the right atrial lead exhibited high capture thresholds. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.